Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with an scs system. The patient cannot communicate with the programmer or charger. The patient thought she may have lost stimulation some time in (B)(6) but said it is difficult to tell since she runs it very low. The patient fell very hard on her ipg approximately 6 to 7 months ago and, at the time, felt some surging and shocking around the pocket. The patient had been reprogrammed and the physician felt the ipg may have been knocked loose and moved from the impact of the fall. Now the programmer shows a communication error 2501 (the batteries have been changed). The representative met with the patient and they attempted to locate the ipg but only a slow flashing light would show. The antenna was moved all around the pocket and the wand was pressed into the ipg. A replacement charger was shipped to the patient and communication with the new charger will be attempted.